Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the complaint receiver device was not returned to dexcom. The transmitter device (stt-gl-003/60k3r), used with the complaint receiver device, was returned on (B)(4) 2013. The returned complaint transmitter was visually inspected and no defect was found. Evaluation of the returned receiver did not confirm the reported event of intermittent antenna icon.

Event description:
Consumer reported permanent out of range signal. The consumer did not report any medical intervention or injuries.